Event description:
Ff/emt's responded to a person in cardiac arrest. The device was used to shock the patient three times. According to the reporter, following the third shock, the device would not properly recover, cycling through several soft resets before being manually powered down by the operator. The device was powered back on, then properly operated throughout the remainder of the reported event. Resuscitation efforts were ceased due to family wishes.